Manufacturer narrative:
Analysis confirmed the customer comment of broken port, both output connectors were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken ventricular port. The generator was returned for service. There was no patient involvement.